Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" message and "pacer disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a loose system interconnection flex cable that was not properly seated to a connector. The cable and interlock were replaced to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.